Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 2.5x23mm xience alpine stent delivery system (sds) was prepped prior to removal of the protective sheath. When removing the protective sheath, the stent dislodged from the balloon. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use (IFU) states: packaging removal (sheath removal) to be performed prior system preparation. In this case, it is unknown if IFU deviation related to prepping the sds prior to sheath removal contributed to the reported stent dislodgement. The investigation determined the reported stent dislodgement appears to be related to operational context as it is likely that inadvertent mishandling during protective sheath removal resulted in the reported stent dislodgement. Additionally, the device was prepped prior to sheath removal (against instructions for use) which may have contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.